Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hyperglycemia reading "high" (>27.8 mmol/l,>500 mg/dl) on dexcom. The pod was worn on the back between 25 and 36 hours. The patient called an ambulance and was taken to the emergency room. As treatment, insulin was administered. The patient was seen at the hospital for about four and half hours. The pod was discarded.